Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set on an unknown date, it was observed that a pipeline ls dilator holder was broken. There was no patient involvement. This report is for a pipeline ls dilator holder. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). UDI: (B)(4). H4, h6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The portion of the nylon coating has broken off one of the jaws of the dilator. The handle also appears minorly bent inward. The received condition was consistent with the complaint condition thus the complaint was confirmed. After tightening the dilator, the device does not loosen easily. Significant force must be applied to separate the ratcheting jaws due to the mild inward deformity identified. The device is also functionally jammed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The overall complaint was confirmed for the received the pipeline ls dilator holder as the nylon coating has broken off, a deformity in the handle was identified and the device was functionally jammed. Although no definitive root-cause can be determined it¿s possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.